Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the articulating arm was loose. It was noted that the articulating arm was not broken. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information, correction: initial reporter information has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: medtronic representative reported confirmed that the issue was due to user error and that the issue was resolved. If information is provided in the future, a supplemental report will be issued.